Event description:
It was reported that during an unspecified surgery, once the 'healicoil suture anchor' was placed into the bone, it broke when the suture was tensioned. All the broken pieces were successfully removed from the patient, but it was not specified how. The procedure was completed with non-significant surgical delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection found the device was returned with the anchor and suture detached from the device. The regenesorb anchor was broken and threads were missing from one side of the anchor. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force on insertion or off-axial insertion. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Based on the condition of the product material found during visual inspection, additional material testing is not required. No containment or corrective actions are recommended at this time. Our clinical investigation concluded: per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time.